Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the sterile trays of the 30 ml bd luer-lok¿ syringes were wiped down in (B)(6) 2017 with 70% isopropyl alcohol. On (B)(6) trays of batch appear puffed up and easy pressure expels puffiness. The air is very easily pushed out if you compress the tray but it appears that the seal is still intact. Customer is questioning sterility. Found during use. No serious injury or medical intervention noted. Found before use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this occurrence. Without the actual samples to examine, we were unable to test the packages for leakage and/or sealing problems. Examination of the product involved may provide clarification as to the cause for the reported failure. A review of the device history records revealed no irregularities during the manufacture of reported lot number 6124749. Visual inspections are performed during the manufacturing process to ensure no sealing problems are present. Unable to confirm the failure mode since no samples were received (puffed up trays). Trays were subject to cleaning and storage processes by the customer and not under bd control. This failure mode will be continuously monitored for trend. If samples received, another investigation will be open. Not able to investigate the root cause since no samples were received to test them for leakage and sealing problems. The convenience pak is sterilized externally by a supplier. No CAPA will be issued, due that a risk assessment was performed obtaining the result of severity s1 and due to the defect cannot be confirmed.